Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the lead exhibited low impedance measurements ranging from 130 to 550 ohms. The patient was pacemaker dependent and would be monitored.